Event description:
It was reported through literature that an asahi suoh 03 guide wire was involved with vessel perforation and additional treatment. Publication: coronary intervention (2025) vol.21 no.2:25-30. Title: epicardial channel perforation during retrograde cto-pci. The patient went through a coronary angiography (cag) to treat stable angina, when a chronic total occlusion (cto) was found the proximal left anterior descending artery (lad). The patient became a candidate for an elective percutaneous coronary intervention (pci). Antegradely, access was from the right femoral artery with an 8f launcher ebu 3.75 sh guiding catheter (medtronic), while retrogradely, access was from the right radial artery with a 7f launcher al1 sh guiding catheter. As the proximal end of the cto was in a blunt shape and a good collateral flow was observed, the procedure began with the retrograde approach. Although there was a severely flexuous segment in the vessel, the vessel diameter was relatively large. In a channel from the rca acute marginal branch, an asahi caravel microcatheter and its concomitantly used asahi suoh 03 guide wire were advanced. Although the suoh 03 guide wire managed to pass through the flexuous segment, the subject caravel microcatheter could not keep track of the guide wire, causing vessel perforation. An unspecified 2.0mm balloon catheter was immediately advanced just proximal to the perforation and dilated to successfully block the hemorrhage from the right coronary artery (rca). However, angiography of the left coronary artery (lca) showed the perforation site by way of a collateral flow from the left circumflex artery (lcx) to the lad, suggesting that the other side had a hemorrhage. As there was no sign of pericardial effusion and the vital signs of the patient were stable, the physician decided to continue the procedure to cross a collateral channel from the lcx. The caravel 150cm microcatheter and the suoh 03 guide wire successfully cross the collateral channel and reached the distal lad. An asahi ultimatebros 3 guide wire was escalated to an asahi gladius guide wire and advanced ratrogradely. Having this retrograde guide wire as a guide, an asahi gaia next 2 guide wire was antegradely advanced with success. As the gladius guide wire and the gaia next 2 guide wire came close to each other, an unspecified intravascular ultrasound (ivus) system was antegradely advanced to confirm the locations of the guide wires. Then, an unspecivied 2.0mm balloon catheter was used to perform the reverse cart technique was performed to successfully cross the lesion. An unspecified third guiding catheter (7f jl4) was inserted from the left femoral artery to introduce an unspecified guide extension catheter and an asahi rg3 guide wire to achieve externalization. Angiography of the rca side showed the continued hemorrhage. Although hemostasis attempts were continued with the balloon catheter proximal to the perforation site, pericardial effusion was increased because the blood flow from the lad side was increased as the reverse cart technique was performed. As the blood pressure dropped, emergency pericardial drainage was performed. As hemodynamics turned stable after the drainage, an unspecified 2.0mm balloon catheter and an unspecified 3.0mm balloon catheter were dilated one after another, and an unspecified 2.5x38mm drug eluting stent (des) to the lad segments #6-7. While externalization was maintained, an additional crusade type r catheter (kaneka medix) was inserted, which was exchanged for a finecross catheter (terumo), to conduct selective angiography. It was confirmed that the other side of the perforation site (distal lad) still had hemorrhage. From the lad, two units of hilal embolization microcoil 2.0-1 (cook medical) were deployed. After an unspecified stent was additionally deployed to the lmt to proximal lad, externalization was discontinued. From the rca, too, two units of hilal embolization microcoil 2.0-2 were deployed. This seemed to have stopped hemorrhage, but there was a sign of continuing hemorrhage from both directions. The physician collected thrombus left in the puncture needle for hemostasis with the thrombus. As the thrombus was generated before heparin administration, hemostasis was achieved after it was injected with an unspecified microcatheter. However, the adipose tissue was collected from the femoral artery puncture site as the volume of the thrombus was not enough for the rca. This achieved complete hemostasis as well.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded and not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. According to the article, the perforation occurred when the caravel microcatheter was tracking the subject suoh 03 guide wire to cross the severely flexuous segment but failed to keep tracking the guide wire. Based on the literature information and referring to known similar events, it was presumed that the reported event might have been complexly attributed to the operator's manipulations, the lesion conditions, and target vessel conditions. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] damage to a vessel, including possible vessel perforation.